Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: the analysis of the device event log shows repeated alarms for ¿high peep¿ and ¿exhalation obstructed¿ during ventilation. The alarm pattern is consistent with an intermittent restriction in the expiratory pathway. When the patient cannot exhale properly, the pressure at the end of expiration increases, resulting in a high peep alarm. At the same time, the device detects impaired expiratory flow and generates an exhalation obstructed alarm. During technical inspection using the service software, the adult exhalation pressure test failed twice. All other relevant tests, including tubing tightness, flow, pressure, and valve tests, were passed. The repeated failure of the exhalation pressure test indicates an issue specifically within the expiratory valve system. After the expiratory valve cover was replaced, the adult exhalation pressure test passed and all subsequent tests were successful. No further issues were detected. Based on the event log pattern, the failed exhalation pressure tests, and the successful resolution after replacement of the expiratory valve cover, the most probable root cause was a malfunction of the expiratory valve assembly. The replacement of the expiratory valve cover corrected the issue and restored normal device function. No further information received. Case is considered as closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with "exhalation obstructed" alarm and "high-peep" during patient ventilation. No health consequences or impact an additional device was required.